Manufacturer narrative:
(B)(4): not labeled in IFU. The investigation is based on the event description only. It is believed, that this incident is related to the pt falling out of the anatomical criteria outlined in the instructions for use (poor access vessels), and that the device in question should not have been used on this particular pt. As the used product and the related catalog no. Was not returned, it is difficult to determine which label/IFU that followed the device. However, labels on devices from william cook europe do not state the od of the introducer sheath. But this information is included in the current instructions for use in the section clinical use information. Furthermore, in this case, it was appropriate to refer to the pt selection and treatment section in the IFU: "ilio-femoral access vessel size and morphology (thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 20 fr to 22 fr vascular introducer sheath." And also "vascular morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems."

Event description:
A pt underwent thoracic abdominal aneurysm repair on (B)(6) 2010. The physician was utilizing a zenith tx2 taa endovascular graft proximal component in a pt who's anatomy was labeled outside of the product's "instructions for use." The pt's external iliac artery ruptured during the procedure. Both surgeons were aware that the cause was outside the tx2's IFU due to power access; however, the physicians planned that a conduit would be used. A covered stent was placed over the iliac artery to control blood flow. No additional information was provided regarding the pt outcome.